Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. No moisture damage was found on the electronics, battery tube and vibrator assembly. All buttons functioned properly. No damage in the keypad assembly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer stated that there is fluid under the lcd display. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was no motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.